Manufacturer narrative:
The method code was corrected on the manufacturers analysis. Upon receipt, the lead under complaint was found cut 52.5cm proximal to the lead tip. Only the distal lead fragment was returned for analysis. The available lead fragment was subjected to an extensive analysis. In the course of the analysis, multiple signs of abrasion were noted along the lead body. In particular in the distal region of the lead fragment the insulation was found rubbed through. This damage can be considered the root cause of the clinical observation reported in the complaint description. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 52.5cm proximal to the lead tip. Only the distal lead fragment was returned for analysis. The available lead fragment was subjected to an extensive analysis. In the course of the analysis, multiple signs of abrasion were noted along the lead body. In particular in the distal region of the lead fragment the insulation was found rubbed through. This damage can be considered the root cause of the clinical observation reported in the complaint description. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 49 months, it was reported that the lead was extracted due to oversensing in the ventricular channel and low pacing impedance.